Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by the physician that the vns pt had high impedance and worsening seizure control. However, it was noted that the pt still feels stimulation. F/u with the physician reveals that x-rays were taken of the device which did not show any anomalies. X-rays were not sent to the MFR for review. No trauma or pt manipulation was reported, though the physician did note that the pt recently carried a backpack around on a trip to disney world. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increased seizures. The relationship of the increased seizures to pre-vns levels is unk, though the treating physician does not believe the increase in seizures are related to vns. Revision surgery is planned, but has not occurred to date.